Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector was inconclusive as no cracks were identified in the returned device. One 6fr locking pigtail drainage catheter was returned for investigation. The product appeared to be unused. No residue was found on the device and the rubber seal had not been advanced over the indent. The drainage tubing extended to the pigtail and appeared to be complete. It is unknown if the returned device was the original complaint sample. A microscopic examination of the luer adaptor showed no cracks or damage. A slip fit syringe was attached to the luer adaptor, but no cracks were identified in the returned sample. A functional test revealed no leaks that would suggest a cracked connector or damage to any part of the catheter. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this navarre allegedly had a cracked catheter hub after placing luer lock connector. Catheter was replaced. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the navarre drainage catheter, allegedly had a cracked hub after placing the luer lock connector. Catheter was replaced. No patient injury was reported.